Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange due to concern with the product.

Event description:
Patient's spouse reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "capsular contracture, baker grade iii". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold. And observed an opening assessed, as surgical damage.

Event description:
Patient's spouse reported, exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Healthcare professional later reported, left side "capsular contracture, baker grade iii". The device has been explanted.